Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was assisted with troubleshooting. The customer was able to clear the alarm and able to rewind insulin pump. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.